Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for failed battery tests during a reservoir change. The blood glucose reading was 19.0 mmol/l. The battery cap contacts were not missing or damaged. The battery compartment was corroded. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with corroded battery tube however, powered up properly after battery installation and was a monitored and no blank display anomaly or failed battery test noted. The operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on case and minor scratches on the lcd window.